Manufacturer narrative:
Product ID 8709sc lot# (B)(4) implanted: explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and another pump error. The blood glucose level was unknown. The customer reported that insulin pump had frozen display. The customer reported that another pump error was displayed on the insulin pump screen before the critical pump error. The customer reported that they were unable to clear the pump errors, power loss alarm and program pump. The troubleshooting was performed for pump errors and frozen display. The customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.